Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to j6 connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and self test

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error alarm and did not receive low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 125 mg/dl. The customer reported that she had called before with the same issue and was able to resolve it with troubleshooting however, the alarm reoccurred and she called again to resolve it. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.